Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date of event was not detailed. Date is not available. The device was not returned for evaluation.

Event description:
The customer reported having issues with the unit and measured +15v and was only 2.2v and could not adjust it. No further details were provided, patient involvement is unknown.